Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the left anterior descending artery. Patient was presented for acute st elevation myocardial infarction. The opticross hd imaging catheter was advanced for intravascular ultrasound examination of the target lesion. During the procedure, there was no image shown and the tip of the catheter was fractured. The procedure was completed with another of the same device. There were no patient complications.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the left anterior descending artery. Patient was presented for acute st elevation myocardial infarction. The opticross hd imaging catheter was advanced for intravascular ultrasound examination of the target lesion. During the procedure, there was no image shown and the tip of the catheter was fractured. The procedure was completed with another of the same device. There were no patient complications. It was further reported that the correct event description was that the catheter was damaged and not fractured. During the procedure, the catheter was delivered normally, but it was found that the catheter could not be imaged.

Manufacturer narrative:
Describe event or problem: corrected the device was not returned for analysis; therefore, a technical analysis could not be performed. Media provided by the customer showed a lost image, confirming the reported image issue.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the left anterior descending artery. Patient was presented for acute st elevation myocardial infarction. The opticross hd imaging catheter was advanced for intravascular ultrasound examination of the target lesion. During the procedure, there was no image shown and the tip of the catheter was fractured. The procedure was completed with another of the same device. There were no patient complications. It was further reported that the correct event description was that the catheter was damaged and not fractured. During the procedure, the catheter was delivered normally, but it was found that the catheter could not be imaged. The device was not returned for analysis; therefore, a technical analysis could not be performed. Media provided by the customer showed a lost image, confirming the reported image issue.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath was kinked, the tip was in good condition and no sign of detachment was noted. No damages were noted with the catheter code board. The impedance test shows an electrical open at the distal end of the catheter between 0-10 cm from the distal housing. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Media provided by the customer showed no image, confirming the reported image issue.